Event description:
Closure of the right femoral artery access site was attempted using the prostar plus 8 fr. Pvs device post successful angioplasty with intracoronary stent placement. During deployment, only 3 of 4 needles appeared. The 4th needle remained in the sheath. Doctor could not fully back-down the device. Dr tried to deploy a second time (in contradiction to instructions for use) and tried to back down again. Dr tried to exchanged the device, but was not able to do so. After retrieving all needles, pt was sent to surgery to remove the device and obtain closure of the femoral artery access site. Surgery was successful and uneventful and pt was discharged the following day. This model device is not sold in the united states.